Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Reported event was unable to be confirmed as part number and lot number of the device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. R. Large, a. Tambe, t. Cresswell, m. Espag, d. I. Clark, from the royal derby hospital, derbyshire, united kingdom. The journal of bone and joint surgery, www.jbjs .org, volume 96-a, number 1, october 10, 2014; 96-b:1359¿65.

Event description:
It was reported that an article identified a patient with pre-existing elbow osteoarthritis who had been treated for a fracture experienced insufficiency developed avulsion of the triceps. Due to the chronicity and lack of impairment, late reconstruction was deemed inappropriate on an unknown date.